Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Reported failure date is overwritten, last basal delivery was on (B)(4) 2013 at 12:44pm, no activity outside of normal use is observed. Tdd add up correctly and reveal user¿s programmed basal rate. Pump powers up and displays ¿verify¿ screen. Pump was exercised for 24h, no alarms occurred during testing. Pump passed a 29h flow accuracy test successfully. Pump was opened and inspected, no evidence of moisture ingress was found. Pcb and power flex were inspected for intermittent connection, none was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted 09/12/2012. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6), 2012 the reporter, the patient's physician, contacted animas to report that on (B)(6), 2012 the patient was admitted to the hospital with a diagnosis of dka and a blood glucose level of "greater than 600 mg/dl". The patient reported experiencing no symptoms of high or low blood glucose levels. The patient was treated intravenously with insulin. Troubleshooting revealed all pump settings were correct, and the total basal/bolus doses given correctly matched those programmed. It was also revealed the patient had scar tissue on the infusion sites, his technique was incorrect, he did not change the infusion site for six days, and the amounts of insulin used to fill the cannula and prime the pump varied. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by using scar tissue infusion sites, and incorrectly priming the pump and cannula. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and was admitted to the hospital in dka, this complaint is being reported.